Event description:
It is reported that the patient's insulin is not responding to the buttons like it should. Patient's blood glucose level is 160mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad races. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.